Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest and subsequently expired the same day, all which is alleged to have been caused by exposure to naturalyte and/or granuflo administered to pt for dialysis.

Manufacturer narrative:
This is one of two device reports associated with this event.